Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted, the customer reported issue of e315 scope error was not reproduced, however, liquid leakage to the scope connector due to handling was observed. In addition, device inspection found the air and water nozzles found clogged and the draining function noted to be reduced due to handling (insufficient cleaning). Furthermore, the following findings during inspection were noted on the device: the curved rubber adhesive part found missing the curved rubber bond found cracked due to external factors. There are scratches on the curved rubber adhesive part. The bending angle noted to be insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Scratches are found on the scope connector due to external factors. Scratches are found on the operation part due to external factors. Discoloration of the operation part noted . Discoloration of the objective lens due to handling noted. Shadows are visible in the image. Scratches are found on the tip cover due to external factors. Scratch on the hardness adjustment ring observed. Scratches are found on the switch box due to external factors. Scratches on the operation unit cover due to external factors are observed. There are scratches on the up/down (u/d) knob due to external factors. There are scratches on the ud angle fixing lever due to external factors. Scratches are found on the right/left (r/l) knob due to external factors. Scratches are found on the grip due to external factors. Scratches are found on the universal cord due to external factors. Scratches are found on the operation part side cover of the universal cord part due to external factors. Scratches on the scope connector side of the universal cord due to external factors there are scratches on the scope connector cover caused by external factors. There are scratches on the rl angle fixing knob due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "e315" scope error. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.